Event description:
A malfunction alarm was reported, identified by a code, and did not recur after being addressed. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully followed these instructions, allowing continued use of the pump. Technical support advised the customer to contact them again if the malfunction code recurs.